Event description:
It was reported that there were erratic readings. The sensor was inserted into the abdomen on (B)(6)2022. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of erratic readings is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).